Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted tka, the coriograph pre-op services specified a right femur size 8 journey ii bcs and a right tibia size 5 journey. Following successful registration and completion of the surgical plan. The surgeon elected to proceed with the size 8 femoral component in line with the coriograph plan. However, persistent medial-lateral overhang was observed, resulting for the surgeon to downsize from size 8 to a size 6 femoral component. It was reported that the distal femoral cut was completed using the burr and the 38 mm punch was used to prepare the holes for the cutting blocks, after which a size 8 5-in-1 cutting block was used to perform the remaining femoral cuts. After completing the cuts, a size 8 femoral trial was positioned against the patient¿s femur. At this stage, the surgeon noted significant medial-lateral overhang and elected to downsize to a size 7 femur. The size 7 5-in-1 cutting block was placed in the same pre-existing holes and all five femoral cuts were repeated. The tibia and patella were then prepared and trialed as per standard technique. Upon re-trialing the femoral component, persistent medial-lateral overhang was still observed with the size 7 femur. The surgeon therefore further downsized to a size 6 femoral component. The size 6 5-in-1 cutting block was again positioned using the existing holes, the femur was prepared accordingly, and the bcs box was prepared as per usual technique. Final trialing of all components demonstrated satisfactory alignment and stability. All components were then cemented in place, and the procedure was completed successfully with a favorable outcome. The procedure was resumed, after a non-significant delay, using a smaller sized than planned. No further complications were reported.